Event description:
It was reported that the right ventricular (rv) lead impedance has been trending downward. It was also reported that low impedance was documented in unipolar configuration and because the patient is pacemaker dependent the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.